Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row board and retractor band connection was not properly seated. The field service engineer reconnected the row board and retractor band connections, as well as all pyxibus connections to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction and failed to acknowledge that it was opened during the recovery attempt. The customer reported that the malfunction arose when the user attempted to administer medication to the patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.